Manufacturer narrative:
The product was returned for review. In addition to reviewing manufacturing and quality records, an evaluation was performed on the returned device. The height and diameter dimensions were measured and found to be within the validated post-sterilization ranges. A visual inspection of the device revealed a razor cut on the articulating surface possibly from removal and there were scratches and abrasions on the lateral surface where the implant is press fit into the bone cavity. Based on the information provided, there is no known root cause for the incident reported. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
At 58 months after implant subject had device removed and was converted to fusion.